Event description:
It was reported that shortly after the monitor was turned on, the screen lights up and the logo screen comes on then the monitor shuts off. The product problem was discovered when the user was attempting to set up monitoring during an external ventricular drainage (evd) placement. The problem was found before attaching it to the patient. There was no patient injury. There was a delay of only for a few minutes while the user obtained another monitor. Patient outcome was reported as unchanged.

Manufacturer narrative:
To date, the device involved in the reported incident has been received for evaluation. An investigation has been initiated based upon the reported information.